Manufacturer narrative:
The returned s-ICD was analyzed, and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case. Patient code 3191 was used to capture surgical intervention.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded code tl indicative of template lost. A new template was created and saved to the device. The device was interrogated again, and the code tl was no longer present. A request was made to have data from this device analyzed. Data analysis showed that the root cause of the tl errors was due to three device resets related to power supply. Data analysis also showed that the capacitor reformation time have increased as well as the power supply. Urgent device replacement was recommended. The device was explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded code tl indicative of template lost. A new template was created and saved to the device. The device was interrogated again, and the code tl was no longer present. A request was made to have data from this device analyzed. Data analysis showed that the root cause of the tl errors was due to three device resets related to power supply. Data analysis also showed that the capacitor reformation time have increased as well as the power supply. Urgent device replacement was recommended. The device was explanted and replaced without incident. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.